Event description:
It was reported that the patient was hospitalized for treatment in hospital due to rectal cancer and had catheter inserted on (B)(6) 2015. After the insertion of the catheter, the patient normally used the catheter. After the patient was discharged from the hospital, he came home with the tube in his body and normally maintained and used it. On (B)(6) 2015, the catheter reportedly fell into the body at home. Therefore the patient came to the hospital for treatment. The hospital conducted the removal of the catheter by intervention. And now the catheter has been removed and the catheter was complete. Currently the patient has the catheter and it is unavailable to obtain it.

Manufacturer narrative:
A lot history review (lhr) of rexh2137 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.